Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration, the motor function failed, some screws were worn, and the ball bearing was damaged. The device was recalibrated and the motor, screws, and ball bearing was replaced which resolved the reported issue. Device is used for treatment.. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in of repair for unknown reason. No further information provided. No information on what happened with the device. The event occurred during surgery. There was no harm or injury to the patient or operator. No adverse event was reported as a result of this malfunction.